Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of 4.2mm drill broke. According to sales rep, breakage of drill was not during the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral is completely sheared off at the level of approx. 9 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. According to the event description, the drill did not break during the surgery. It can be assumed that most likely levering the drill helix during the cleaning and sterilization process may have led to the breakage of the device, which is clearly considered as an inadequate handling. Further it cannot be excluded that the drill returned had been pre-damaged during former surgeries. As the drill had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of 4.2mm drill broke. According to sales rep, breakage of drill was not during the operation.